Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after blood was collected and spinning it was discovered that there was insufficient additive with a bd vacutainer® serum blood collection tubes. This occurred on 7 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: so far there have been 7 tubes that all occurred this week that were collected from animals, customer stated that after spinning, the sample has little to no serum. She has samples available to return. Customer stated that they spun right away and also waited for tube to clot but neither provided serum. Additional information provided by customer: yes tube was filled to stated volume. 5-10 inversions were completed after collection. Centrifuge speed was 6 and done for 10 minutes - this was performed on an older centrifuge. The sample was allowed to clot for I would say about 20-30 minutes before spinning it down patient (s) do not suffer from coagulation disorders and not on any anticoagulant therapies.

Event description:
It was reported that after blood was collected and spinning it was discovered that there was insufficient additive with a bd vacutainer® serum blood collection tubes. This occurred on (B)(4) separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: so far there have been (B)(4) tubes that all occurred this week that were collected from animals, customer stated that after spinning, the sample has little to no serum. She has samples available to return. Customer stated that they spun right away and also waited for tube to clot but neither provided serum. Additional information provided by customer: yes tube was filled to stated volume 5-10 inversions were completed after collection centrifuge speed was 6 and done for 10 minutes - this was performed on an older centrifuge. The sample was allowed to clot for I would say about 20-30 minutes before spinning it down patient (s) do not suffer from coagulation disorders and not on any anticoagulant therapies.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for poor serum with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.